Event description:
The customer reported falsely elevated architect stat troponin-I result generated on the architect i1000sr processing module for a 31-year-old female patient who is 26 weeks pregnant. The physician questioned the result. The sample was repeated and the result was within the normal range. It was noted that the patient received heparin (600 units per hour) which was started on (B)(6) 2024 at 14:55 and ended at 21:05. The patient received heparin due to her other conditions and not because of the falsely elevated architect stat troponin-I result. The customer stated there was no harm to the patient. The following data was provided: customer¿s reference range: 0 to 0.028 ng/ml. (B)(6) 2024 at 16:44 initial result = 0.51 ng/ml. (B)(6) 2024 at 21:51 repeat result = 0.00 ng/ml . There was no impact to patient management reported.

Manufacturer narrative:
The customer technical advocate (cta) instructed the customer to replace and calibrated the architect stat sample probe which resolved the issue. No additional discrepant result issues have been reported since the architect stat sample probe was replaced. An instrument service history review revealed no additional service tickets associated with erratic or discrepant patient results reported for (B)(6). A review of tracking and trending of the immunoassay systems did not identify any similar issues related to the architect system, the architect stat sample probe, or discrepant results as described in this ticket. The device history records were reviewed, and no non-conformances or potential non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect i1000sr processing module serial number (B)(6) or the architect stat sample probe were identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated architect stat troponin-I result generated on the architect i1000sr processing module for a 31-year-old female patient who is 26 weeks pregnant. The physician questioned the result. The sample was repeated and the result was within the normal range. It was noted that the patient received heparin (600 units per hour) which was started on (B)(6) 2024 at 14:55 and ended at 21:05. The patient received heparin due to her other conditions and not because of the falsely elevated architect stat troponin-I result. The customer stated there was no harm to the patient. The following data was provided: customer¿s reference range: 0 to 0.028 ng/ml. (B)(6) 2024 at 16:44 initial result = 0.51 ng/ml. (B)(6) 2024 at 21:51 repeat result = 0.00 ng/ml. There was no impact to patient management reported.